Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2023, the patient was presented with chest pain and pericardial effusion in the bilateral pericardium, requiring pericardial window. The patient status was reported as stable.

Manufacturer narrative:
An event of chest pain after nine days of implant, pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Procedural images provided by field demonstrated that although the device size selected aligns with the measurements taken, the device was deployed deeper than where the measurements were taken. Based on the information received, the cause of the reported incident could not be conclusively determined, however location of device disc and lobe relative to surrounding structure may have contributed to the reported effusion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was successfully implanted, using 14f amplatzer torqvue 45x45 delivery sheath. After the procedure, the patient¿s anti-thrombotic regimen was aspirin and plavix. On 17 june 2023, the patient was presented with chest pain. Pericardial effusion was observed in the bilateral pericardium, larger on the left side, which had progressed to cardiac tamponade. Pericardial window was performed to drain the fluid. There was no change to the anti-thrombotic regimen after the pericardial effusion was drained. The patient status was reported as stable. In the physician's opinion, the cause of the pericardial effusion and cardiac tamponade was reported to be due to the amulet occluder.